Event description:
During an endoscopy procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. By introducing the sphincterotome through the working channel, resistance was felt of the material [sphincterotome] to pass through the device [endoscope] tip, it is not possible to externalize in the intestinal lumen. The catheter wasn't in contact with the pt, because the physician didn't externalized [the sphincterotome from] the endoscope. The user withdrew the sphincterotome and there was a gap [burr] in its distal tip. It was spent and the procedure was completed with biopsy forceps and new sphincterotome without difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the photos provided from the reporter shows a deformity at the distal tip of the sphincterotome. Without further clarity in the photo or receiving the device, the damage at the tip cannot be fully investigated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device". Other factors that can contribute to a damaged tip include manipulating the handle with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment:"note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". Instructions for use states: note: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Introduce tip of device into accessory channel and advance in short increments until it is endoscopically visible. Prior to distribution, all tri-tome pc triple lumen sphincterotome are subjected to a visual inspection using magnificent of the tip and a functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.